Manufacturer narrative:
Upon receipt the lead was found cut 17 cm, 36 cm and 47 cm proximal to the lead tip. A medial and a distal lead fragment were received for analysis. The proximal lead fragment was found missing. An explantation aid was still inserted in and on the distal lead fragment. The performance of the lead fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead fragments. In particular 9.5 cm proximal to the lead tip the insulation was found abraded through, exposing the conductor cables leading to the ring electrode and rv shock coil as well as the inner conductor coil. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Further damages like the deformed rv and svc shock coil most likely occurred during extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise was reported on the rv lead and multiple inappropriate oversensing of r waves (noise) episodes on (B)(6) 2019. The patient did receive one inappropriate shock.